Manufacturer narrative:
The reported issue of sensing and capture issue was not confirmed. Visual inspection noted helix length was within specifications. Further analysis performed, including output verification and sensitivity test showed normal device characteristics without any anomalies contributing to reported event of sensing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the leadless pacemaker (lp) exhibited loss of capture and sensing issues. The lp was explanted and replaced. The patient was stable.